Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to infection. IV antibiotics (date, type, and dosage not reported) were reportedly administered to treat the infection. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed december 18, 2013.

Manufacturer narrative:
(B)(4).